Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation when the device was removed from the hoop, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. Synergy ous, mr 3.0 x 32mm stent delivery system (sds) was returned for analysis. A visual examination found that the 7th most distal strut was lifted and pulled proximally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis. A visual and tactile examination found multiple kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation when the device was removed from the hoop, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.